Event description:
Pt came in for right knee arthroscopy acl repair. In the middle of surgery, fiberstitch tip broke off inside pt. And md retrieved the broken piece and case continued. Pt discharged to pacu in stable condition. Entire fiberstitch unit retrieved and given to nurse manager.